Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; in addition, the lockout mechanism did not work as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred; however, it could not be determined what may have caused the condition of the lockout premature. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, "poorly functioning device" the nature of how it "poorly functioned" is unknown. It is unknown how the case was completed.